Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because a lot number or any identification traceable to the manufacturing documentation was received. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an observational study, anterior optic membranes were observed in multiple patients with intraocular lenses over three years. Some patients experienced glare, photophobia and a decrease in visual acuity. An unspecified number of patients required laser treatment.

Manufacturer narrative:
Corrected information has been provided in g3 & h6. The manufacturer internal reference number is: (B)(4).